Event description:
It was reported that during a coronary stent procedure of an lad lesion, the physician was unable to cross the leison. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged in the guide catheter. The entire system was removed without incident and the stent was removed from the guide catheter with a hemostat. No patient injuries or complications occurred.